Manufacturer narrative:
PMA/510k: this product is not marketed in the us. Device evaluation: iol was rotated inside the nozzle and the rod passed over iol as reported. Based on the mark of viscoelastic material filled, it appeared like the volume of filled viscoelastic material was not enough. Work order search: no similar complaint type events were reported for units within the same lot. Device history record (DHR) review: the serial was certified by coc issued by manufacturer without any irregularities. There were no irregularity found at sj's visual incoming inspection. Claim # (B)(4).

Event description:
It was reported that when handling the rod of ks-ni2 aq310ain, 14.0 diopter preloaded injector, the rod passed below iol and other and the optical part was blocked. There was no patient contact.